Event description:
It was reported that the systems keyboard was broken causing the system to lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The defective keypad and control panel processor were evaluated and replaced. The system was tested and found to be working as intended and returned to service.